Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 280-600 mg/dl with ketones. The customer alleged that the pump was related to the elevated bg levels and were not comfortable using the pump. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that they were not comfortable using the pump. Reportedly, the customer reverted to manual injections for insulin therapy.